Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("irregular and excessive vaginal bleeding"), abdominal pain lower ("excessive cramping"), back pain ("back pain"), arthralgia ("joint pain"), arthritis ("arthritis"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dental caries ("dental decay"), weight fluctuation ("weight fluctuation") and migraine ("severe migraines"). The patient was treated with surgery (she underwent a surgical procedure to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, abdominal pain lower, back pain, arthralgia, arthritis, allergy to metals, alopecia, dental caries, weight fluctuation and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, arthritis, back pain, dental caries, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included abortion and uterine dilation and curettage. Concurrent conditions included overweight, cluster headache, menopausal syndrome and pre-menstrual tension syndrome. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("severe migraines"), headache ("headaches") and pain in extremity ("hand pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("irregular and excessive vaginal bleeding"), abdominal pain lower ("excessive cramping"), back pain ("back pain"), arthralgia ("joint pain"), arthritis ("arthritis"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dental caries ("dental decay/ dental problem"), weight fluctuation ("weight fluctuation-weight gain /weight loss."), menorrhagia ("menorrhagia"), hypersensitivity ("allergic reaction and hypersensitivity reaction"), epstein-barr virus infection ("epstein barr"), mood swings ("mood swings"), depression ("depression"), feeling abnormal ("brain fog"), anxiety ("anxiety"), acne ("acne"), pollakiuria ("urinary frequency"), urinary incontinence ("urinary problems or changes/urinary incontinence"), ovarian cyst ("ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue/severe exhaustion (some days couldn't get out of bed)."), vitamin b complex deficiency ("vitamin b deficiency"), night sweats ("night sweats"), loss of libido ("loss of libido"), sexual dysfunction ("sexual dysfunction"), dyspepsia ("heartburn"), dizziness ("dizziness"), paraesthesia ("tingling sensation"), hypoaesthesia ("numbness in hands/feet"), insomnia ("insomnia,"), increased tendency to bruise ("bruise easily"), nervous system disorder ("neurological condition or problem"), amnesia ("psychological or psychiatric problems-memory loss"), amenorrhoea ("lack of mensturation") and gastrointestinal disorder ("bowel issue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, abdominal pain lower, back pain, arthralgia, arthritis, allergy to metals, alopecia, dental caries, weight fluctuation, migraine, menorrhagia, hypersensitivity, epstein-barr virus infection, mood swings, depression, feeling abnormal, acne, pollakiuria, urinary incontinence, ovarian cyst, dysmenorrhoea, dyspareunia, fatigue, vitamin b complex deficiency, night sweats, loss of libido, sexual dysfunction, dyspepsia, dizziness, paraesthesia, hypoaesthesia, increased tendency to bruise, pain in extremity, nervous system disorder, amnesia, amenorrhoea and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, arthritis, back pain, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, epstein-barr virus infection, fatigue, feeling abnormal, gastrointestinal disorder, headache, hypersensitivity, hypoaesthesia, increased tendency to bruise, insomnia, loss of libido, menorrhagia, migraine, mood swings, nervous system disorder, night sweats, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, pollakiuria, sexual dysfunction, urinary incontinence, vaginal haemorrhage, vitamin b complex deficiency and weight fluctuation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs recevied. Events:abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, infection (other) describe: epstein barr, psychological or psychiatric problems condition: mood swings, depression, brain fog, anxiety, rashes or skin conditions type: acne, bladder or urinary problems or changes, migraines / headaches, reproductivesystem disorder or condition type of disorder or condition: ovarian cyst, neurological conditions or problems, nickel allergy, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: arthritis, severe exhaustion (some days couldn't get out of bed), vitamin b deficiency, night sweats, lossof libido, sexual dysfunction, heartburn, bowel issue, dizziness, tingling sensation, numbness in hands/feet, insomnia, ruise easily, hair loss, urinary frequency, urinary incontinence, memory loss , did not undergo essure confirmation testwere added. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included abortion and uterine dilation and curettage. Concurrent conditions included overweight, cluster headache, menopausal syndrome and pre-menstrual tension syndrome. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("irregular and excessive vaginal bleeding"), back pain ("back pain"), arthralgia ("joint pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and pain in extremity ("hand pain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pollakiuria ("urinary frequency"), urinary incontinence ("urinary problems or changes/urinary incontinence"), fatigue ("fatigue/severe exhaustion (some days couldn't get out of bed)."), micturition urgency ("bladder or urinary problems or changes urgency") and adrenal disorder ("fatigue chronic adrenal"). In 2010, the patient experienced weight fluctuation ("weight fluctuation-weight gain /weight loss."), epstein-barr virus infection ("epstein barr"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and amnesia ("psychological or psychiatric problems-memory loss"). On (B)(6) 2015, the patient experienced migraine ("severe migraines") and headache ("headaches"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("excessive cramping"), arthritis ("arthritis"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), dental caries ("dental decay/ dental problem"), hypersensitivity ("allergic reaction and hypersensitivity reaction"), feeling abnormal ("brain fog"), acne ("acne"), ovarian cyst ("ovarian cyst"), vitamin b complex deficiency ("vitamin b deficiency"), night sweats ("night sweats"), loss of libido ("loss of libido"), sexual dysfunction ("sexual dysfunction"), dyspepsia ("heartburn"), dizziness ("dizziness"), paraesthesia ("tingling sensation"), hypoaesthesia ("numbness in hands/feet"), insomnia ("insomnia,"), increased tendency to bruise ("bruise easily"), nervous system disorder ("neurological condition or problem"), amenorrhoea ("lack of mensturation") and gastrointestinal disorder ("bowel issue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, back pain, arthralgia, arthritis, allergy to metals, alopecia, dental caries, weight fluctuation, hypersensitivity, epstein-barr virus infection, mood swings, depression, feeling abnormal, anxiety, acne, pollakiuria, urinary incontinence, ovarian cyst, dyspareunia, fatigue, vitamin b complex deficiency, night sweats, loss of libido, sexual dysfunction, dyspepsia, dizziness, paraesthesia, hypoaesthesia, increased tendency to bruise, pain in extremity, nervous system disorder, amnesia, amenorrhoea, gastrointestinal disorder, micturition urgency and adrenal disorder outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, adrenal disorder, allergy to metals, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, arthritis, back pain, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, epstein-barr virus infection, fatigue, feeling abnormal, gastrointestinal disorder, headache, hypersensitivity, hypoaesthesia, increased tendency to bruise, insomnia, loss of libido, menorrhagia, micturition urgency, migraine, mood swings, nervous system disorder, night sweats, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, pollakiuria, sexual dysfunction, urinary incontinence, vaginal haemorrhage, vitamin b complex deficiency and weight fluctuation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: reporter was added. Events: urinary urgency and adrenal fatigue were added. Event onset date and outcome were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.